Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was no audio for technical alarms which resulted in a patients death.

Manufacturer narrative:
The biomedical engineer onsite had attempted to generate alarms with remote support but no audio was sounding. A philips technical consultant (tc) went onsite to troubleshoot the issue. When the tc went onsite and generated alarms it was found that no issues were occurring and that the alarms were alerting as configured. The tc confirmed that no malfunction with the systems alarms were occurring. The tc did note however that the two pins for the leadset were corroding due to the customer using unapproved cleaning solutions which could have lead to the leads off event. The tc provided the customer with the information that the system was alarming as intended and also the instruction for how to clean their equipment. The issue was resolved and the device remains on site and in use.

Event description:
The customer reported that there was no audio for their technical alarms. The patient coded and was unable to be revived.